Event description:
It was reported during the total shoulder replacement surgery that the tip of the drill broke off. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged, ar-9628, 3.0 mm drill bit, batch number 022227, was received for investigation and the evaluation revealed that the tip of the device was broken (see evaluation picture 3). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces. Further, the cutting edges are worn.